Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The batteries were charging properly. The fse was able to run the unit properly in and out of the cart on both battery and ac power. There were no errors found in the logs. The fse performed all functional and safety tests to factory specifications. The iabp was cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) powered down each time the console was taken off the cart. The unit would reboot but then power down again. The batteries showed full. The pump was switched out and successfully transported the patient from the facility. There was no harm or injury to the patient reported.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.